Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) and a healthcare professional (hcp) regarding the patient. It was reported that reprogramming was performed, and x-rays were taken to confirm lead placement. The rep reported that the leads did not appear to have moved, according to the hcp. The rep stated that the patient was not getting adequate coverage on either lead. They reported that the leads were revised on (B)(6) 2017 and the patient¿s battery was changed. The rep stated that the patient¿s stimulation was not turned on per the physician¿s request and labeling. They reported that the cause of the issue remained unknown. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was complaining of less than 50% pain relief. The patient was scheduled for a lead revision surgery for (B)(6) 2017. No further complications were reported or anticipated.